Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose level. Customer's blood glucose value was 620 mg/dl at the time of the incident. The customer was in the emergency room and was treated with intravenous insulin. Customer was unable to perform troubleshoot as the insulin pump was no longer working. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump was dropped from 2 feet and had a crack on the battery compartment. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged cosmetic damage located at the battery compartment side and visit to emergency room for high bgs found on (B)(6) 2022. Pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test and dat due to critical pump error (open book image) alarm. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label fading and a broken belt clip rails. Cosmetic damage was confirmed at the battery compartment side. Unable to verify customer alleged for high bgs. Critical pump error (open book image) alarm was confirmed. Unable to upload pump to carelink was confirmed. Unable to download firmware using crest and or history files and traces using thus were confirmed. Critical pump error (open book image) alarm and unable to upload to carelink, download firmware, history files and traces due to corrosion on the pcba1 and pcba2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.